Event description:
It was reported that during a da vinci-assisted oropharyngectomy surgical procedure, the customer reported that the plastic part of the permanent cautery spatula (pcs) was burned/melted, and smoke was observed. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the pcs was inspected prior to use with no issue. It was unknown if the pcs collided with any other instruments or if arcing occurred during the procedure. There was no fragment that fell into the patient¿s anatomy. The procedure was completed robotically with a backup instrument with no patient injury. There was no procedure delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the reported complaint. Failure analysis found the sleeve thermal damage to the yaw pulley to be related to the customer reported complaint. The instrument passed the electrical continuity test. No damage was found on the conductor wire. The root cause of this failure was attributed to device design. Additionally, the instrument was found to have thermal damage to the distal clevis. The root cause of this failure is typically attributed to mishandling or misuse. The instrument was found to have thermal damage to the conductor cap. The root cause of this failure is typically attributed to mishandling or misuse. Also, the spatula tip of the instrument was bent at the distal end. The root cause of this failure is typically attributed to mishandling or misuse. A review of the device logs for the permanent cautery spatula (part# 470184-13/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the permanent cautery spatula was last used on (B)(6) 2022 via system serial# (B)(4). There was 1 use remaining after this last usage. No image or procedure video was provided for review. This is classified as a reportable event due to the following conclusion: failure analysis found thermal damage on the yaw pulley, which was due to device design. Failure analysis also found thermal damage on the distal clevis and conductor cap of the instrument, typically attributed to mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.